Event description:
It was reported that during da vinci hysterectomy procedure, something was wrong, went to remove prograsp forceps instrument, couldn't remove instrument, csr was present, the cannula was stuck to the instrument, had to remove cannula with prograsp. Removed cannula and prograsp from patient, as they separated the cannula and prograsp, a pin from the prograsp fell out, this was outside of the patient. Pin did not fall into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The prograsp forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument clevis pin to be broken. The instrument clevis pin had fallen out of the distal clevis. As a result, force amp pulleys and grips were no longer seated properly in the distal clevis. The pin was not returned with the instrument. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the clevis could likely cause or contribute to an adverse event, if the malfunction were to recur.